Event description:
It was reported that the piston on the pump was stuck and unable to move up and down to deliver insulin. Reportedly, the customer had to go to the emergency room as a result of this issue, although specific information about the event was not provided. The customer continued using the pump for insulin therapy until the replacement pump arrived.